Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump caused or contributed to the customers mastitis.

Event description:
Customer reported on (B)(6) 2023 from the us that the elvie pump caused her mastitis. Customer has not yet confirmed that they went to see a healthcare professional or was prescribed medication for treatment.